Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue arises again.